Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic transcatheter delivery system, product ID: mdt-trans dcs, lot number(s): unknown. Citation: miyawaki n, ishizu k, shirai s, et al. Impact of the clinical frailty scale on long-term outcomes after transcatheter aortic valve implantation. Am heart j. 2024;275:141-150. Doi:10.1016/j.ahj.2024.05.017 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of a unique clinical frailty scale on outcomes after transcatheter aortic valve implantation (tavi). The study population consisted of 1,594 patients who underwent tavi with a medtronic corevalve/evolut r/evolut pro valve system (n = 430) or a non-medtronic sapien valve system (n = 1,164). At a mean follow-up of approximately three years, the authors documented a total of 366 all-cause deaths. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The following adverse outcomes were also listed in the article: conversion to open surgery, stroke with disability, bleeding, coronary obstruction, pacemaker implantation, prosthesis-patient mismatch, elevated mean gradients (7.9 to 13.2 mmhg), paravalvular leak (moderate to severe), rehospitalization due to heart failure, acute kidney injury, and major vascular and access-related complications. No further information was provided pertaining to medtronic products.